Event description:
It was reported that the insulin pump has a partial and frozen display screen. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 237 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm or blank display noted. Unit was monitored for 56 hrs and no buzzing sound or audio/beep anomaly noted. Unit passed self test and no missing segments/partial display noted. The back light functioned properly. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector (j2)on lcd board was fully locked. Unit had minor scratched lcd window.(B)(4)